Manufacturer narrative:
The reported event involving a pcu devices with faulty battery messages could not be confirmed. The source devices were not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that new pcu's are displaying a faulty battery messages. There was no patient involvement. The technical team completed the equipment check-in at the facility on april 12, 2019. The facility started deployment of the new pcus on (B)(6) 2019, and the deployment was completed on (B)(6) 2019. There were 928 new pcu's. April 19-21, 2019 300 devices were switched out in the asc and operating room. All of these devices were plugged in during storage. (B)(6) 2019, the facility deployed the remaining 628 devices. On (B)(6) 2019, 15 devices were sent to biomed with notes stating "faulty battery". Other devices showed, "low battery less than 30 min plug in now", "very low battery less than 5 min to shutdown plug in now". Other devices had discrepancies regarding the amount of battery life left, verse the amount of battery level actually left in the device. There was no patient involvement.